Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Although this complaint could not be confirmed, a CAPA has been opened to address complaints similar in nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reported "the light source on miller 2 blade was completely obstructed by tongue during intubation causing loss of visualization to vocal cords(clinician stated patient had class ii mallampati score). Clinician pulled blade back out of the mouth opening and once again tried intubating with same result.". It was reported the clinician used a different device and successfully intubated the patient. No patient injury or consequence was reported. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The customer reported "the light source on miller 2 blade was completely obstructed by tongue during intubation causing loss of visualization to vocal cords(clinician stated patient had class ii mallampati score). Clinician pulled blade back out of the mouth opening and once again tried intubating with same result.". It was reported the clinician used a different device and successfully intubated the patient. No patient injury or consequence was reported. The patient's condition was reported as "fine".